Event description:
The reporter stated the surgeon inserted a aa4203tl silicone single piece lens with toric optic into the patient's left eye. The lens shot out very quickly and unexpected. The physician did not like the way the lens was seated in eye. The lens was removed and another lens, same model was opened but the physician decided against implanting it. A non staar lens was used instead. There was no patient injury. Cause of this incident is unknown.

Manufacturer narrative:
Dob (B)(6). Weight: unk. Brand name: silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic®) with toric optic. (B)(4). Evaluation, method - lens work order search. Results - visual inspection of the returned product found no visible damage to the lens. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found. Conclusions - (no conclusion can be drawn): based on the complaint history, lens work order search and the evaluation of the returned product, a specific root cause of this event could not be determined. (B)(4).